Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings during investigation, there was visible moisture on the display. There was visible moisture in the battery compartment. The battery compartment was found to be cracked. The ok button was under responsive to user presses. A leak test failed due to a battery compartment leak. The keypad was removed and the ok button contact was cracked. The pump was opened and there was moisture corrosion found on the printed circuit board and motor assembly.